Event description:
It was reported that during a right internal carotid artery stenting procedure, the nexstent jumped off the delivery system during deployment. The stent was deployed 10mm forward and another same device was used to fully cover the lesion. There was no patient injuries or complications reported. The patient status was reported as "ok". The target lesion was tortuous, calcified and has high grade stenosis.

Manufacturer narrative:
Device evaluation. The complainant indicated that the device remains in the patient and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.